Manufacturer narrative:
(B)(4).

Event description:
The patient reported no stimulation sensation from implantable neurostimulator (ins) and stated "that the device isn't working." Patient has not seen health care provider in 5 years and is seeking new physician.